Manufacturer narrative:
Photographic device analysis: visual analysis of the photographs identified: observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a right side "rupture", "implant exposition", "silicone exit through the wound." Device has been explanted and replaced. Treatment: antibiotics and healings.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and extrusion.

Event description:
Healthcare professional reported a right side "rupture", "implant exposition", "silicone exit through the wound." Device has been explanted and replaced. Treatment: antibiotics and healings.